Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, and since the image problem was not confirmed during evaluation, the definitive root cause could not be determined. Based on the results of the investigation, the most likely cause of the failed leak test was a cracked connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented image problem. There were no reports of patient harm.